Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing the insulin pump's battery every two days. The insulin pump was not vibrating when it was alarming. The insulin pump did not vibrate during the self-test or when she was setting an easy bolus amount. Customer's blood glucose level was between 200 mg/dl and 300 mg/dl. The battery was expired. The device was not returned.